Event description:
A caller reported a cartridge alarm occurring during the pumping process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The resolution involved sending a replacement pump to the customer. The customer was advised to use multiple daily injections as a backup therapy and was provided instructions for putting the pump into storage mode before returning it. The steps for handling the replacement were communicated and understood by the customer, who agreed to return the faulty pump within 10 days.